Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc reference failure. The customer reported the unit was in use on pt, but there was no pt harm.

Manufacturer narrative:
(B)(4).